Event description:
The date of the event is estimated: (B)(6) had three (3) separate cases of post-operative infection. The first case was a breast reduction done on (B)(6) 2009. Quill 2-o pdo was used but it is not known which layer of tissue was closed with the product. This patient developed a post-operative infection on approximately day 14. The patient was treated with leech therapy. Cultures showed growth of aeromonas sobria, however, the surgeon believes that this infection was not related to quill, but was related to the leech therapy. Second case was done on (B)(6) 2009. Breast reduction completed using 2-o pdo. Again, the layer of closure is unknown. This patient presented with a post-operative infection on approximately day 17-21. Cultures showed growth of (B)(6). Third case was a branchioplasty with abdominoplasty again using 2-o pdo with layer of closure unknown. This patient also developed a post-operative infection on approximately day 21. Cultures showed (B)(6) as well. All of the reported cases were administered antibiotics. Unable to obtain complete details of the cases such as additional products used for closure, layer of tissue closure and surgical technique used. Surgeon also uses (B)(6) for closure, however, minimal information has been provided by the surgical center.

Manufacturer narrative:
There were no samples returned for evaluation. Method: the device was not returned for evaluation. The lot number was reported as unknown. Furthermore, a review of the device history record could not be performed without the lot code information. Results/conclusions: the device was not returned for evaluation. No product evaluation can be performed. Angiotech reference: (B)(4), item # unknown, quill srs, 2-0 pdo, lot# unk.